Manufacturer narrative:
This report is submitted on may 18, 2021.

Event description:
Per the clinic, the patient experienced infection and was treated with oral antibiotics (date and duration not reported). Subsequently, the patient was placed under general anesthesia for abutment removal and skin revision around the abutment site and treated with topical antibiotics (date and duration not reported).